Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that the issue has been resolved by reseating the ac power cord and reinstalled the battery. No product will be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.